Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a fistula procedure, unrelated to the patient¿s heart and a magnet was applied over the device but during surgery the magnet had fallen off. The implantable cardioverter defibrillator (ICD) falsely detected ventricular fibrillation (vf) due to electromagnetic interference from electrocautery and an inappropriate shock was delivered. The patient was under anesthesia and was unaware of the shock. The healthcare providers were also unaware of the shock until after the procedure and a remote transmission was viewed. The device remains in use. No further patient complications have been reported as a result of this event.